Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The mega suturecut needle driver instrument was analyzed and found with a frayed grip cable at the idler pulley. Some filaments of the cable were frayed, but the cable was not fully broken. The frayed cable strands stuck out at the wrist. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the frayed cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable fraying. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted paraoesophageal hiatal hernia and sliding hiatal hernia surgical procedure, the wires on the mega suturecut needle driver instrument broke and were exposed. As a result, the instrument stopped working and was replaced with a different instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there were no issues initially observed with opening/closing of the grips, left/right (yaw) motion of the grips, or up/down (pitch) motion of the wrist until the instrument cables broke. The procedure was completed utilizing a back-up da vinci instrument of the same kind.

Manufacturer narrative:
The mega suturecut needle driver instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report. A follow-up MDR will be submitted when failure analysis has completed their investigation.